Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The patient presented with thrombosis of a previously stented vessel (stent unknown). Repeated aspiration was performed with a "diver" aspiration device. A non-bsc embolic protection system was placed in the distal bypass section. The 2.75 x 28mm taxus liberte drug-eluting stent (des) was advanced to the high grade stenosis in the mid section, however, it was unable to cross. Resistance was encountered during removal. Following removal, the proximal portion of the stent had flared struts. The procedure was successfully completed with a 2.75 x 24mm taxus liberte (des). No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
Returned product analysis confirmed the difficulty stated in the complaint. Microscopic examination revealed damage to the proximal end of the stent. Two struts appeared to be flipped back 270 distally from the balloon. The damage extended 180 degrees around the stent. The manufacturing records this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is determined to be user related. The taxus liberte' directions for use (dfu) states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit."